Event description:
It was reported a device issue occurred requiring additional intervention. The patient admitted with an acute myocardial infarction (ami) due to occlusion of the left main coronary artery. Following recanalization and the implantation of a megatron stent covering the left main and proximal left anterior descending (lad) arteries, it became necessary to implant a 3.00 x 16mm synergy stent in the lad, thereby jailing the ostium of a large diagonal branch. An initial attempt was made to position a 2.50 x 16mm synergy xd drug-eluting stent within the diagonal branch, however; it was unsuccessful as the stent failed to cross the diagonal branch ostium. Attempts to retrieve the misplaced stent were unsuccessful, and it became trapped in a previously placed stent in the lad, causing it to distort and detach, leaving the stent loose within the left coronary artery. The issue was successfully resolved by performing balloon inflations to crush the loose stent against the coronary artery wall. There were no patient complications and the patient condition following the procedure was stable.